Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition. No asystole was noted. The device was explanted for normal battery depletion and the lead was capped and abandoned. No additional adverse patient effects were reported.